Event description:
Home pt (hp) contacted baxter technical service center (tsc) in 2002 for assistance due to an alarm situation with the homechoice machine. At the time of this call, it was determined that the hp's machine needed to be replaced. The next day, the hp again contacted the tsc advising them they had not received their replacement machine. During this conversation with the technician, the hp reported peritonitis and indicated to the techician, the hp reported peritonitis and indicated toa the technician they had not received dialysis for 3 days. Due to the reported peritonitis, baxters quality assurance contacted the hp's rn for follow up info. The rn reports the hp was seen in the clinic in 2002 presenting with the following symtpms: cloudy effluent, abdominal abdominal pain, nausea and vomiting. The pt received ip vancomycin 2 gm. And tobramycin 120 mg. In 6/02 and in 7/02 the pt was prescribed tobramycin 10mg/2l for 14 days. Rn reports the pt's recovery is in process.